Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Citation: oral surg oral med oral pathol oral radiol endod 2001;92:257-259. Doi:10.1067/moe.2001.115463

Event description:
It was reported in a journal article (comparison of 2 hemostatic agents for the prevention of postextraction hemorrhage in patients on anticoagulants) that the patient underwent a tooth extraction procedure on an unknown date and absorbable hemostat was used. The patient experienced post-operative hemorrhage, that required further suturing. The patient possible experienced pain. No further information is available.